Manufacturer narrative:
On (B)(6) 2025, a customer reported that there was uncommanded motion on a selenia dimensions (serial number (B)(6) . There was also a complaint of an unusual noise from the gantry. There was no alleged health consequence or impact to the user/patient. The field service engineer (fse) could not replicate the issue. To troubleshoot, grease was applied to the tube covers and various test shots were taken without issue. No part was returned, so no initial evaluation could be performed. Further investigation could not be performed as the parts were not returned. The probable cause is that a c-arm rotation button malfunctioned causing uncommanded rotation. The root cause is unknown. Conclusion: in summary, the probable cause is a c-arm switch malfunction. This part was replaced by service and the behavior has not returned since. The root cause is unknown. A CAPA is not required for this incident as there was no alleged impact to patient or user and because the risk level did not change. This behavior will continue to be monitored and tracked in the future. Complaint confirmed: no device history record (DHR) review: UDI: (B)(4), sku: sdm-sys-6000-3d, serial number: (B)(6), date of manufacture: 3/1/2016, installation date: (B)(6) 2016, incident date: 1/7/2025, closest pm to complaint date: (B)(6) 2024, date of part manufacture: unknown . Because both control switches (controls insert) were previously replaced, a review of the gantry DHR file is not required.

Event description:
It was reported that during a selenia dimensions procedure on (B)(6) 2025, the tech reported that the unit was noisy and that she heard an unusual noise from the gantry and that the c-arm moved past the commanded motion. A field engineer examined the equipment and couldn´t replicate the issue. The field engineer greased the plastic on tube covers and tested with 10 combo shots and the system met the manufacturer´s specifications. No other information available.